Event description:
Pt killed in house fire, cause of fire attributed to smoking in bed. Oxygen concentrator & h backup system present in house at time of fire, however, no indication if pt was using systems at time of fire. Both concentrator & h system destroyed by fire.